Event description:
The customer reported to beckman coulter that false low sodium (na), potassium (k) chloride (cl), co2 and calcium (calc) results for 1 patient sample were generated by the unicel dxc 800 synchron system. The results were reported out of the lab. The sample was repeated with higher results when the physician questioned the validity of the initial results. Quality controls were within specification prior to and after the event. No other erroneous results were identified. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and examined the system. The fse found a split in the modular chemistry sample syringe and the modular chemistry sample probe was occluded and leaking. The fse removed and replaced both the syringe and the probe. The instrument conformed to the manufacturer's published performance specifications.